Manufacturer narrative:
The t:slim x2 pump user guide states that a resume pump alarm will occur if insulin delivery is stopped for more than fifteen minutes. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer disconnected from the pump, stopped insulin delivery to charge the pump, and a resume pump alarm occurred. The customer successfully resumed insulin delivery. The customer's blood glucose (bg) level was 325 mg/dl and the bg level was addressed with a bolus via the pump.